Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid right coronary artery. A non-abbott balloon catheter was attempted to be advanced to the lesion over a traverse guide wire. During advancement of the balloon catheter, resistance was noted with the guide wire. The balloon catheter was removed from the anatomy with slight resistance noted. The balloon catheter was flushed and re-advanced, but resistance was noted with the guide wire again. The guide wire was removed from the anatomy, and replaced with a non-abbott guide wire. The procedure was completed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficult to position and remove the balloon catheter were unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.